Event description:
This lead was returned without oos documentation from medtronic, inc. Per medtronic, this patient expired. Per the physician's office, this patient was brought to the ER in cardiac arrest in 2008, the date of death and explant are unknown. There are no complaints associated with this lead.